Event description:
Pt presented in 2005 with signs of infection including fever, redness, swelling, pain and meningeal sings/symptoms. The pt did not have meningitis. The primary location of the infection was the ins device pocket. A culture was obtained of the device pocket which produced staph growth. The pt was treated with both IV and oral antibiotics, and underwent total device system explant. The infection resolved. The device was explanted but not returned to the MFR for analysis.